Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/20/2014 with the following results: unexplained por¿s observed in black box on (B)(6) 2014. Battery compartment is cracked from threads to bumper pad and cracked from bumper pad to cover. Battery compartment threads are intact. Battery cap and cartridge cap were not returned. Test cap used to complete testing. A new test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated using the new test battery cap. The tdd¿s add up correctly. Pump passed delivery accuracy testing. Removed cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had an intermittent power issue and the patient had a blood glucose (bg) of 302 mg/dl with extreme thirst, no ketones. The patient had no other health conditions or any other medications that may have contributed, and received no unusual treatment. During troubleshooting, customer support found that the threads in the battery compartment were stripped, the top of the battery cap was worn, and that the yellow o-ring was visible at the time of power interruption. The patient discontinued pump therapy. The bg excursion does not meet animas criteria for a reportable event. This complaint is being reported because the intermittent power issue was not resolved.